Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular (rv) lead alert triggered, the lead displayed high thresholds and sensing integrity counter (sic) over-sensing. The patient reported feeling dizzy and short of breath. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.